Manufacturer narrative:
Additional device product codes: hrs. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, an unknown surgery was performed with variable angle (va) locking compression plate (lcp) olecranon plate for unknown reason. On (B)(6) 2018, a hardware removal was performed for a nine (9) variable angle locking screws and a va-lcp plate. When trying to remove the last screw, the surgeon tried in different ways using a hollow reamer and extraction bolt, but the screw could not be removed. The surgeon decided to leave the screw in the body. It is unknown if there was a surgical delay. Patient and surgery outcome are unknown. This (B)(4) captures the post-operative need of removal. (B)(4) captures the intra-operative event. This report is for one (1) locking screw. This is report 7 of 10 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. The device removal was due to confirmed bone union. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. The device removal was due to confirmed bone union. Should further information become available this determination will be reviewed.